Event description:
It was observed that during the device evaluation, there was foreign material inside the light guide lens, nozzle, forceps elevator, and adhesive around the light guide lens of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the investigation and the information provided, we could not determine what the foreign material in the device was. There was no damage to the nozzle, light guide lens adhesive, or forceps elevator where the foreign material was found, and reprocessing was done according to the instructions for use (IFU). For the foreign material found inside the light guide lens, it couldn't be removed because it was inside the device, not on the outside. The glue on the light guide lens likely peeled off due to physical stress from hitting or dropping the device, or chemical stress from cleaning solutions. This allowed humidity to get inside the lens, causing corrosion. However, the cause of the material remaining in the device could not be determined. The events (foreign material in nozzle, light guide-lens glue, forceps elevator) are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in "duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection". IFU states the preventive measure in ""duodenovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". The event of foreign material found inside the light guide lens is detectable by handling the device in accordance with the following instructions for use (IFU): "duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.